Event description:
It was reported that the patient had fallen twice and ¿banged¿ their implantable neurostimulator (ins) very hard on a table. As a result they lost stimulation to their right leg and had less than 50% therapy. An impedance test showed high values (>20,000 ohms) on electrodes #8, 13, 15. Reprogramming was attempted using other electrodes but was not successful in obtaining coverage for their right leg. Additional diagnostics included x-rays, results of which were not reported. It was determined that the affected electrodes were needed to get the right side coverage. The patient was to have a revision to fix the issue which was scheduled for (B)(6) 2015. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a revision as planned on (B)(6) 2015. Upon opening the ins pocket, the ins was removed and it was noted that the 8-15 lead was very loose. The physician was able to pull it out without using the torque wrench. He then connected both wires to a multi lead trialing cable and impedances were checked at 1.5v and were all normal. The leads were both placed back into the ins and secured and retested - all impedances were normal. The device was reprogrammed in recovery and the patient was able to get stimulation in both legs/butt/low back again as prior. The patient had great coverage again.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97792, lot# n428585, implanted: 2014 (B)(6); product type accessory product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).